Manufacturer narrative:
Integra has completed their internal investigation on 4feb2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: manufacturing record review was performed for lot number- 15916-15/cmr-11-0567 for nonconformities of at incoming inspection. No issues or anomalies were identified that would either lead to or contribute to the event reported in the complaint. From 2013 to present, there have been a total of (B)(4) complaints about the humeral stem trial handles with the failure mode of the device breaking. According to sales data, there have been (B)(4) units sold equating to an occurrence rate of (B)(4). Conclusion: root cause analysis conclusion: self-loosening (clamping force instability). Impact induced vibration ¿ the common cause for self-loosen due to joint strength loss and bolt overload impact-induced vibration.

Event description:
It was reported the device was broken. No event circumstance or patient impact has been reported. Additional information has been requested.